Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation noted that the right ventricular (rv) lead exhibited noise oversensing resulting in noise reversion mode. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.